Event description:
Arthroscopic shoulder case converted to an open procedure due to an alleged anchor failure. No consequence to pt or user except for the conversion from minimally invasive to open procedure.